Event description:
The consumer posted on (B)(6) that his wife was using the heating pad and smelled something and found a burn hole in a pillow on the couch.

Manufacturer narrative:
Consumer posted on (B)(6) that his wife was using the heating pad and smelled something and found a burn hole in a pillow on the couch. Property damage, not personal injury.